Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for pain and high metal ion concentration. Explanted the asr 50mm shell and asr 45mm unipolar head with +2 sleeve adapter. Implanted a 56mm deep revision cup with 2 pinnacle screws. Also implanted 50 +4 neutral altrx liner with a 32+5 articuleze head. Patient consequence? :no. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
(B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.